Manufacturer narrative:
Internal complaint reference (B)(4). H11 b5 and h6: event description and codes updated.

Event description:
It was reported that during a subacromial decompression procedure, while creating a footprint on the greater tuberosity (gt) of the humerus, a full radius bone cutter blade began to shed metal fragments. The fragments were removed from the patient via suction with a shaver blade. There was a smith and nephew back up device and a surgical delay of less than 30 minutes no additional complications were reported, and there is no indication of patient injury associated with the incident.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a subacromial decompression procedure, while creating a footprint on the greater tuberosity (gt) of the humerus, a full radius bone cutter blade began to shed metal fragments. It is unclear if fragments were removed from the anatomy. It is unknown whether this malfunction caused any surgical delay or whether a smith & nephew backup device was available at the time. No additional complications were reported, and there is no indication of patient injury associated with the incident.